Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in good condition. No issue was found in the event log regarding inaccurate delivery. The customer reported product problem was not replicated. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor was trimmed as a preventive measure in order to bring the delivery into more nominal of a range. No fault was found with the device.

Event description:
It was reported that the pump over delivered. No patient injury or complications were reported in relation to this event.